Event description:
No additional patient or event information has been received since the last report was submitted on 13aug2019.

Manufacturer narrative:
Investigation ¿ evaluation: visual inspection of the returned device was conducted. A document based investigation was also performed including a review of device history record, the instructions for use, manufacturing instructions, quality control data, and specifications. One device was returned for investigation. The returned packaging confirms the reported complaint device lot number. Inspection of the returned device confirmed only the tether was returned. Two knots were found on the proximal end; one figure eight knot 4 cm from the proximal end and a second knot 1.5 cm from the proximal end of the tether strong. The string was separated; one side measured 33 cm, while the other measured 83 cm. The severed ends appeared to be stretched then pulled to separation. A review of the device history record found no non-conformances. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: cautions: tether should be removed if stent is to remain indwelling longer than 14 days. Do not force components during removal or replacement. Carefully remove the components if any resistance is encountered. This stent features a monofilament tether designed to break away easily without damaging the stent during removal. The monofilament tether does have less tensile strength than the tevdek, which is a braided material. The cause of the complaint could not be established. A stent tether was returned that was separated and the severed ends appeared stretched and pulled to separation. This returned device confirmed the customers complaint that the tether broke. A review of the device history record did not identify any related anomalies. Controls were found to be in place for the tensile strength of the tether. Additional complaints have been reported for the same lot, however they are all from the customer who reported this complaint. It is possible the material properties as specified do not meet the requirements of the customer. Cook inc offers more than one tether option for this product line and the alternative braided tether may better meet the customers requirements per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510k #: k161236. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a nephrostomy procedure using a universa firm ureteral stent set, the tether broke. No adverse events have been reported as a result of the alleged malfunction. Additional details have been requested regarding the patient and event. At this time no additional information has been provided.